Event description:
On (B)(6) 2024 I had bilateral knee injections with durolane from dr. (B)(6) in (B)(6). Immediately after the injections, I couldn't sit up, the room was spinning, I was sweating & nauseated. The doctor thought is was a vasovagal response but it never got better. I had to lay there with ice packs for 2 1/2 hours before it let up enough so I could get to my car. My husband drove me home and I had to close my eyes because the sun was too bright and hurt my eyes and head. I got home and sat on my loveseat where I vomited. My left knee started hurting worse than before the injection. I'm having to use my walker in the house now. On (B)(6) 2024 I went to the ER. They gave me meclizine 12.5mg tid for the dizziness and zofran 4mg every 8 hours for the nausea. I saw my primary doctor, dr. (B)(6)md (B)(6) hospital (B)(6) yesterday (B)(6) 2024, she increased the meclizine to 50mg bid and put in a referral for physical therapy for vertigo. Bilateral osteoarthritis of the knees {1product-both knee's}.